Event description:
It was reported a filter migration and perforation occurred. On (B)(6) 2007, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2019, patient underwent a computed tomography (CT) scan, which revealed all of the filter struts had perforated the inferior vena cava (ivc) wall. Additionally, the filter tip tilted anteriorly towards the right, extending approximately 4mm beyond the ivc wall, which abuts the uncinate process of the pancreas. The most posterior strut extends approximately 5 mm abutting a lumbar vertebral body. Filter remains in patient and may require future surgical removal.

Event description:
It was reported a filter migration and perforation occurred. On (B)(6) 2007, patient was implanted with a greenfield vena cava filter (gvcf). Approximately, (B)(6) 2019, patient underwent a computed tomography (CT) scan, which revealed all of the filter struts had perforated the inferior vena cava (ivc) wall. Additionally, the filter tip tilted anteriorly towards the right, extending approximately 4mm beyond the ivc wall, which abuts the uncinate process of the pancreas. The most posterior strut extends approximately 5 mm abutting a lumbar vertebral body. Filter remains in patient and may require future surgical removal.